Manufacturer narrative:
Available information indicates the device and leads remain implanted and in service. This report will be updated when additional information is received. Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. The physician noted in the remote monitoring system that an alert was issued and the impedance measurement was 132 ohms. Technical services reviewed the available device data and noted the shock impedance values had been increasing over the past year and were between 110-160 ohms. It was also noted that the left ventricular (lv) lead stored high, out-of-range pacing impedance measurements of greater than 2,500 ohms. Technical services discussed troubleshooting to see of any noise could be created on the leads with patient movements and pocket manipulation. X-rays could be performed to visualize any lead anomalies. Also, the physician could deliver 1.1 joule and maximum energy shocks to test the integrity of the rv lead. It was also observed that the device was nearing elective replacement indicator (eri) battery status. No adverse patient effects were reported. A request was made for the field representative to provide the name of the physician for this case, as well as the model and serial numbers for the lv lead and what the physician plans to do to resolve these issues. Additional information was obtained by the sales representative. The lead model/serial was provided, and it was reported this lead was surgically abandoned when the device was replaced for normal eri battery status. A new, epicardial lead was implanted for lv pacing therapy. It was noted the transvenous lv lead had ruptured. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the procedure.

Manufacturer narrative:
Available information indicates the device and leads remain implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. The physician noted in the remote monitoring system that an alert was issued and the impedance measurement was 132 ohms. Technical services reviewed the available device data and noted the shock impedance values had been increasing over the past year and were between 110-160 ohms. It was also noted that the left ventricular (lv) lead stored high, out-of-range pacing impedance measurements of greater than 2,500 ohms. Technical services discussed troubleshooting to see of any noise could be created on the leads with patient movements and pocket manipulation. X-rays could be performed to visualize any lead anomalies. Also, the physician could deliver 1.1 joule and maximum energy shocks to test the integrity of the rv lead. It was also observed that the device was nearing elective replacement indicator (eri) battery status. No adverse patient effects were reported. A request was made for the field representative to provide the name of the physician for this case, as well as the model and serial numbers for the lv lead and what the physician plans to do to resolve these issues.